Event description:
It was reported that a device alarmed for a door not fully latched message. There was no report of pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval confirmed the door not fully latched messages which were caused by loose upper link screws. The condition was eliminated during eval by adjusting the screws with the door performing as expected. The link screws were replaced.